Event description:
It was reported that following a breast reduction surgery the patient presented with cellulitis, suture spitting and abscesses. Surgical debridment was performed multiple times since the surgery, and the physician is planning to remove all fragments of suture and abscesses in the near future.